Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient observed insulin leaking from the connector during a supply change while assembling components outside the ilet, after which the patient was instructed to perform the supply change within the ilet and acknowledged understanding; blood glucose was reportedly unaffected and no hospitalization occurred. Symptoms included no adverse clinical effects. Outcomes included no injury and no medical intervention. Investigation included complaint intake and user education on correct assembly procedure. Investigation of this case revealed user handling and assembly outside of the device as the likely contributor to the reported connector leak, with the implicated component identified as the connector (lot 30977). It was concluded, based on previously established findings for similar reports, that user technique during setup was the probable cause.